Event description:
A x stop interspinous decompression spinal implant was inserted between level l4 and l5 in early 2006. Approximately 4 months later, it was reported that the implant was removed; most likely due to device dislodgement. The patient concurrently underwent spinal fusion surgery at the time of device removal. The date of device dislodgement is unknown at this time.